Event description:
A us distributor reported that a german patient was receiving service code 102: charge profile faults.

Manufacturer narrative:
Device evaluation of monitor sn (B)(6) is in process. The reported problem (service code 102: charge profile faults) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to a shorted c4 component that caused damage to components q9 and r45 on the computer/analog board. The root cause of the shorted c4 component could not be positively identified. No adverse event resulted from the defective equipment. Device evaluation of monitor sn (B)(6) has been completed as of 04/28. The reported problem (service code 102: charge profile faults) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure and the service code was isolated to a shorted u20 that shorted component c4 and caused damage to q9 and r45 on the monitor pca. The root cause for the shorted components could not be positively identified. No adverse event resulted form the defective equipment.

Manufacturer narrative:
Device evaluation of monitor sn (B)(4) is in process. The reported problem (service code 102: charge profile faults) has been confirmed. Upon investigation the monitor failed a pulse test and displayed a service code 102 (charge profile fault). The cause for the failure was isolated to a shorted c4 component that caused damage to components q9 and r45 on the computer/analog board. The root cause of the shorted c4 component could not be positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a (B)(6) patient was receiving service code 102: charge profile faults.